Event description:
Information received from the intrepid clinical database. Treatment of a left unruptured internal carotid artery (ica) sidewall aneurysm measuring 10.2mm x 8mm. Post pipeline deployment, it was reported that the distal end of the pipeline foreshortened and migrated directly into the dome of the aneurysm. Two additional pipelines were implanted in the patient. It was reported that the patient's condition resolved on (B)(6) 2012.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model: fa-77475-12 / lot: not reported / dom: n/a / exp: n/a. Model: fa-77475-20 / lot: not reported / dom: n/a / exp: n/a. (B)(4).